Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set had foreign material in the device near the filter. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a brown embedded particle within the plastic of the drip chamber. The particle appeared to be burned plastic. The particulate matter was not in the fluid path. The cause of the condition was determined to be a manufacturing issue. The supplier of the component has been notified of this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.